Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed via pump history that there was no interaction with the pump for 9 hours; however, customer had the auto-off safety feature set for 14 hours. Customer declined to upload pump data for review by tandem technical support (cts). Customer's blood glucose was 198 mg/dl. Customer reported not to have a back-up insulin method at the time of the report. Although multiple attempts were made by cts to obtain customer's back-up method, customer did not reply.

Manufacturer narrative:
Pump was not returned for investigation. Cartridge was returned; no issues were identified. The alleged issue could not be verified.